Event description:
It was reported that the device exhibited an alarm. The pump was connected to a patient when the error or event occurred. A continuous infusion rate of 4 ml per hour had been programmed, with a total reservoir volume of 92 ml and a given volume of 87.5 ml. The length of infusion had been set to 46 hours but stopped around 24 hours. A closed system drug-transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The method used to prime was pull air with a syringe from the end of the line. The patient was medically affected: increased fatigue and nausea. They want to investigate if the pump was programmed at 4 ml per hour or if the rate changed from 2 ml per hour to 4 ml per hour due to pump malfunction. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. There was no reported patient injury.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.